Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer was hospitalized on (B)(6) 2018 due to a high blood glucose of 370 mg/dl. Patient's current blood glucose level is 170 mg/dl. Customer experienced symptoms related to high blood glucose such as vomiting, shortness of breath, general body aches. The customer was wearing the insulin pump at the time of admission. Troubleshooting for high blood glucose was performed. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device had cracked battery tube threads and cracked reservoir tube lip. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).